Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - between (B)(6)1996 and (B)(6) 2015. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04624 and 04625).

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 1996. During the procedure, a femoral nail and three screws were implanted in the left leg to correct a fracture. Subsequently, patient underwent a procedure to remove the screws on an unknown date between (B)(6) 1996 and (B)(6) 2015. Subsequently, patient underwent another procedure on (B)(6) 2015. During the procedure, the nail and proximal screw were removed to allow for proper insertion of a hip prosthesis.